Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Siemens evaluated the event, and a customer service engineer (cse) was dispatched to the customer site. The engineer noted errors with quality control (qc) and calibrations, and a decrease in base check values. Dispense tests were performed, and the luminometer was inspected. No issues were noted. The engineer inspected and replaced the acid and base pumps. The performance of the instrument was verified, and the customer ran qc. No issues noted during testing, and qc passed. Siemens evaluated the event and noted that post-service, the engineer confirmed the performance of the analyzer with passing results. The analyzer is operating with no further issues. No further evaluation of this device is required.

Event description:
The customer obtained discordant, falsely elevated troponin I ultra (tni-ultra) results on an atellica im 1300 analyzer. The discordant results were reported to the physician(s). The same samples and analyzer were used to perform repeat testing. The customer also performed repeat testing on an alternate atellica analyzer, and the repeat results matched the patient's history. A corrected report was issued. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra results.